Event description:
The customer contact reported loss of suction. It was reported that during testing of the device after suction had been on for several hours, cracks were noted on the cover of the liner; subsequently, loss of suction was noted. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The catalog number provided is the international list number that is comparable to the domestic list number. The domestic list number has a common device name of 80gcx and is exempt.